Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analyzed. Analysis revealed that there was an intermittency between the pin and cap on the is-1 connector and there was blood in/on helix/lobe mechanism.

Event description:
It was reported that at the implant attempt the lead had high impedance and the helix would not deploy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.